Manufacturer narrative:
A4: weight: 74.7 kg.

Event description:
It was reported that the wire got separated and was not retrieved. The 10 mm long target lesion was located in the moderately tortuous and severely calcified rca.4av.pd branch point. A 1.50mm rotapro and rotawire drive were selected for percutaneous coronary intervention. During the procedure, there was resistance felt between the rotawire and burr from the time of delivery. The lesion was ablated with a set rotation speed of 200,000 rpm three times at 10 seconds per cycle with a rotation speed reduction of up to 10,000 rpm. During removal in dynamode, the wire was torn about 1cm from the tip. The fragment was not retrieved from the patient's body. The procedure was completed using another of the same device. There were no further patient complications, and the patient was stable and discharged from the hospital.

Manufacturer narrative:
A4: weight: 74.7 kg. Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Inspection of the device revealed that the distal tip was found detached at 1cm from distal to proximal and bent. The total length of the guidewire was measured and as a result 1cm of the distal tip detached and did not return for analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported event details, available information, and product record review, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. During product analysis it was observed the distal tip detached and bent, these issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique, causing the reported event. Additionally, based on the external form information and all collected evidence, no manufacturing related cause or systemic issue was identified that could have contributed to the reported failure. The existing process controls and inspection steps are considered adequate and effective. The available manufacturing data does not indicate a manufacturing or design related issue associated with this complaint.

Event description:
It was reported that the wire got separated and was not retrieved. The 10 mm long target lesion was located in the moderately tortuous and severely calcified rca.4av.pd branch point. A 1.50mm rotapro and rotawire drive were selected for percutaneous coronary intervention. During the procedure, there was resistance felt between the rotawire and burr from the time of delivery. The lesion was ablated with a set rotation speed of 200,000 rpm three times at 10 seconds per cycle with a rotation speed reduction of up to 10,000 rpm. During removal in dynamode, the wire was torn about 1cm from the tip. The fragment was not retrieved from the patient's body. The procedure was completed using another of the same device. There were no further patient complications, and the patient was stable and discharged from the hospital.